Manufacturer narrative:
Device passed the displacement. Device received with broken reservoir tube lip. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had cosmetic damage reservoir lip ring was damaged .customer stated that it was lock in place but not very well. Customer¿s blood glucose was unknown. Insulin pump will be returned for analysis